Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device: uterus') and pelvic pain ('physical pain') in a 34-year-old female patient who had essure (ess205) (batch no. 508297) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, hyperlipidemia, diabetes, hypertension, type ii diabetes mellitus, pap smear abnormal, high cholesterol, abdominal pain, grand multiparity and tv trichomonas vaginalis. Concomitant products included acetylsalicylic acid (aspirin), amlodipine, cetirizine hydrochloride (cetrizine), cyclobenzaprine, dexlansoprazole, enalapril, fluconazole (fluconazol), furosemide, ibuprofen, insulin, insulin human;insulin human injection, isophane (insulin novolin), medroxyprogesterone acetate (depo provera), menthol;methyl salicylate (precise), metformin, naproxen, pravastatin, terconazole and tramadol. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("anxiety/ mental anguish") and depression ("depression") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient was found to have uterine leiomyoma ("uterine fibroid"), 9 years 6 months after insertion of essure (ess205). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced hypertension ("blood or heart disorder/condition type: hypertension"), urinary tract infection ("uti") and post procedural complication ("post removal complication"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and unilateral salpingo-oopherectomy - right side and total hysterectomy/ unilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device expulsion, pelvic pain, menorrhagia and urinary tract infection had resolved and the vaginal haemorrhage, hypertension, dyspareunia, anxiety, depression, weight increased, uterine leiomyoma and post procedural complication outcome was unknown. The reporter considered anxiety, depression, device expulsion, dyspareunia, hypertension, menorrhagia, pelvic pain, post procedural complication, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: three coils were noted after removal of the essure placement device. Current weight: 286 lbs she received treatment for pelvic pain, menorrhagia, psychological disorders, migration and uti. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.6 kg/sqm. Cytology - on (B)(6) 2005: final diagnosis: cervicovagincal liquid-based preparation) : epithelial cell abnormalities atypical squamous cells of undetermined significance inflammation including typical repair. Hysterosalpingogram - on (B)(6) 2006: impression: 1. Complete occlusion of both uterine tubes, status post essure placement bilaterally. 2. Normal endometrial cavity. 3. Right paraovarian dermoid again noted. Pathology test - on (B)(6) 2015: uterus, cervix, right fallopian tube and ovary, cervix, focal mild chronic inflammation endometrium, secretory endometrium - myometrium, leiomyomata - right ovary, cystic follicles. 11 cm uterus with very large (15cm) vascular fibroid originating from uterine fundus. No left fallopian tube identified. Right ovary and tube tightly adherent to large mass and were therefore removed. Increased blood loss (700cc) due to back bleeding from uterus identified at the proximal end of the fallopian tube is an additional silver metal intra fallopian tube contraceptive device similar of the one from the left side of the fundus of the uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records hypertension, uterine fibroids, pelvic pain, depression quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-apr-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Medical records received- new reporter, medical history were added incident we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device: uterus') and pelvic pain ('physical pain') in a 34-year-old female patient who had essure (ess205) (batch no. 508297) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, hyperlipidemia, diabetes, hypertension, type ii diabetes mellitus, pap smear abnormal, high cholesterol, abdominal pain, grand multiparity and tv trichomonas vaginalis. Concomitant products included acetylsalicylic acid (aspirin), amlodipine, cetirizine hydrochloride (cetrizine), cyclobenzaprine, dexlansoprazole, enalapril, fluconazole (fluconazol), furosemide, ibuprofen, insulin, insulin human;insulin human injection, isophane (insulin novolin), medroxyprogesterone acetate (depo provera), menthol;methyl salicylate (precise), metformin, naproxen, pravastatin, terconazole and tramadol. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("anxiety/ mental anguish") and depression ("depression") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient was found to have uterine leiomyoma ("uterine fibroid"), 9 years 6 months after insertion of essure (ess205). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced hypertension ("blood or heart disorder/condition type: hypertension"), urinary tract infection ("uti") and post procedural complication ("post removal complication"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and unilateral salpingo-oopherectomy - right side and total hysterectomy/ unilateral salpingo-oopherectomy). Essure (ess205) was removed on 2-oct-2015. At the time of the report, the device expulsion, pelvic pain, menorrhagia and urinary tract infection had resolved and the vaginal haemorrhage, hypertension, dyspareunia, anxiety, depression, weight increased, uterine leiomyoma and post procedural complication outcome was unknown. The reporter considered anxiety, depression, device expulsion, dyspareunia, hypertension, menorrhagia, pelvic pain, post procedural complication, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: three coils were noted after removal of the essure placement device. Current weight: 286 lbs. She received treatment for pelvic pain, menorrhagia, psychological disorders, migration and uti. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.6 kg/sqm. Cytology - on (B)(6) 2005: final diagnosis: cervicovagincal liquid-based preparation) : epithelial cell abnormalities atypical squamous cells of undetermined significance. Inflammation including typical repair. Hysterosalpingogram - on (B)(6) 2006: impression: complete occlusion of both uterine tubes, status post essure placement bilaterally. Normal endometrial cavity. Right paraovarian dermoid again noted. Pathology test - on (B)(6) 2015: uterus, cervix, right fallopian tube and ovary, cervix, focal mild chronic inflammation endometrium, secretory endometrium - myometrium, leiomyomata - right ovary, cystic follicles. 11 cm uterus with very large (15cm) vascular fibroid originating from uterine fundus. No left fallopian tube identified. Right ovary and tube tightly adherent to large mass and were therefore removed. Increased blood loss (700cc) due to back bleeding from uterus identified at the proximal end of the fallopian tube is an additional silver metal intra fallopian tube. Contraceptive device similar of the one from the left side of the fundus of the uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records hypertension, uterine fibroids, pelvic pain, depression lot number: 508297, manufacturing date: 2005/08, expiration date: 2007/07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 13-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device: uterus') and pelvic pain ('physical pain') in a 34-year-old female patient who had essure (ess205) (batch no. 508297) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, hyperlipidemia, diabetes, hypertension, type ii diabetes mellitus, pap smear abnormal, high cholesterol, abdominal pain and grand multiparity. Concomitant products included acetylsalicylic acid (aspirin), amlodipine, cetirizine hydrochloride (cetrizine), cyclobenzaprine, dexlansoprazole, enalapril, fluconazole (fluconazol), furosemide, ibuprofen, insulin, insulin human;insulin human injection, isophane (novolin), medroxyprogesterone acetate (depo provera), menthol;methyl salicylate (precise), metformin, naproxen, pravastatin, terconazole and tramadol. On (B)(6) 2006, the patient had essure (ess205) inserted. In september 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("anxiety/ mental anguish") and depression ("depression") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient was found to have uterine leiomyoma ("uterine fibroid"), 9 years 6 months after insertion of essure (ess205). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced hypertension ("blood or heart disorder/condition type: hypertension"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and unilateral salpingo-oopherectomy - right side and total hysterectomy/ unilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, hypertension, dyspareunia, anxiety, depression, weight increased and uterine leiomyoma outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, depression, device expulsion, dyspareunia, hypertension, menorrhagia, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: three coils were noted after removal of the essure placement device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.6 kg/sqm. Cytology - on 02-may-2005: final diagnosis: cervicovagincal liquid-based preparation) : epithelial cell abnormalities atypical squamous cells of undetermined significance inflammation including typical repair. Hysterosalpingogram - on 21-jun-2006: confirmed that the essure device was successfully occluded. Pathology test - on 02-oct-2015: uterus, cervix, right fallopian tube and ovary, cervix, focal mild chronic inflammation endometrium, secretory endometrium - myometrium, leiomyomata - right ovary, cystic follicles. 11 cm uterus with very large (15cm) vascular fibroid originating from uterine fundus. No left fallopian tube identified. Right ovary and tube tightly adherent to large mass and were therefore removed. Increased blood loss (700cc) due to back bleeding from uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records hypertension, uterine fibroids, pelvic pain, depression quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device: uterus') and pelvic pain ('physical pain') in a 34-year-old female patient who had essure (ess205) (batch no. 508297) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, hyperlipidemia, diabetes, hypertension, type ii diabetes mellitus, pap smear abnormal, high cholesterol, abdominal pain and grand multiparity. Concomitant products included acetylsalicylic acid (aspirin), amlodipine, cetirizine hydrochloride ("cetirizine"), cyclobenzaprine, dexlansoprazole, enalapril, fluconazole (fluconazol), furosemide, ibuprofen, insulin, insulin human;insulin human injection, isophane (insulin novolin), medroxyprogesterone acetate (depo provera), menthol;methyl salicylate (precise), metformin, naproxen, pravastatin, terconazole and tramadol. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("anxiety/ mental anguish") and depression ("depression") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient was found to have uterine leiomyoma ("uterine fibroid"), 9 years 6 months after insertion of essure (ess205). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced hypertension ("blood or heart disorder/condition type: hypertension"), urinary tract infection ("uti") and post procedural complication ("post removal complication"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and unilateral salpingo-"oophorectomy" - right side and total hysterectomy/ unilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device expulsion, pelvic pain, menorrhagia and urinary tract infection had resolved and the vaginal haemorrhage, hypertension, dyspareunia, anxiety, depression, weight increased, uterine leiomyoma and post procedural complication outcome was unknown. The reporter considered anxiety, depression, device expulsion, dyspareunia, hypertension, menorrhagia, pelvic pain, post procedural complication, urinary tract infection, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: three coils were noted after removal of the essure placement device. Current weight: 286 lbs she received treatment for pelvic pain, menorrhagia, psychological disorders, migration and uti. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.6 kg/sqm. Cytology - on (B)(6) 2005: final diagnosis: "cervicovaginal" liquid-based preparation) : epithelial cell abnormalities atypical squamous cells of undetermined significance inflammation including typical repair. Hysterosalpingogram - on (B)(6) 2006: confirmed that the essure device was successfully occluded. Pathology test - on (B)(6) 2015: uterus, cervix, right fallopian tube and ovary, cervix, focal mild chronic inflammation endometrium, secretory endometrium - myometrium, leiomyomata - right ovary, cystic follicles. 11 cm uterus with very large (15cm) vascular fibroid originating from uterine fundus. No left fallopian tube identified. Right ovary and tube tightly adherent to large mass and were therefore removed. Increased blood loss (700cc) due to back bleeding from uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records hypertension, uterine fibroids, pelvic pain, depression quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. New events uti and post procedural complication were added, and outcome of events "pelvic pain, migraine and menorrhagia was changed to recovered" rcc and reference updated incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device: uterus') and pelvic pain ('physical pain') in a (B)(6) female patient who had essure (ess205) (batch no. 508297) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, hyperlipidemia, diabetes, hypertension, type ii diabetes mellitus, pap smear abnormal, high cholesterol, abdominal pain and grand multiparity. Concomitant products included acetylsalicylic acid (aspirin), amlodipine, cetirizine hydrochloride (cetirizine), cyclobenzaprine, dexlansoprazole, enalapril, fluconazole (fluconazole), furosemide, ibuprofen, insulin, insulin human;insulin human injection, isophane (novolin), medroxyprogesterone acetate (depo provera), menthol;methyl salicylate (precise), metformin, naproxen, pravastatin, terconazole and tramadol. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("anxiety/ mental anguish") and depression ("depression") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient was found to have uterine leiomyoma ("uterine fibroid"), 9 years 6 months after insertion of essure (ess205). On (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced hypertension ("blood or heart disorder/condition type: hypertension"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) and unilateral salpingo-oophorectomy - right side). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device expulsion, vaginal haemorrhage, menorrhagia, hypertension, dyspareunia, anxiety, depression, weight increased and uterine leiomyoma outcome was unknown and the pelvic pain had resolved. The reporter considered anxiety, depression, device expulsion, dyspareunia, hypertension, menorrhagia, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: three coils were noted after removal of the essure placement device. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.6 kg/sqm. Cytology - on (B)(6) 2005: final diagnosis: cervicovaginal liquid-based preparation) : epithelial cell abnormalities atypical squamous cells of undetermined significance inflammation including typical repair. Hysterosalpingogram - on (B)(6) 2006: confirmed that the essure device was successfully occluded. Pathology test - on (B)(6) 2015: uterus, cervix, right fallopian tube and ovary, cervix, focal mild chronic inflammation endometrium, secretory endometrium - myometrium, leiomyomata - right ovary, cystic follicles. 11 cm uterus with very large (15cm) vascular fibroid originating from uterine fundus. No left fallopian tube identified. Right ovary and tube tightly adherent to large mass and were therefore removed. Increased blood loss (700cc) due to back bleeding from uterus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records hypertension, uterine fibroids, pelvic pain, depression quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2019: plaintiff fact sheet and medical records received. New events added from pfs: abnormal bleeding vaginal, menorrhagia, hypertension, dyspareunia (painful sexual intercourse), migration of essure device: uterus, anxiety/ mental anguish, depression, weight gain, uterine fibroids were newly added. Reporters added. Patient demographic information updated. Product indication added. Essure start date and stop date updated. Other relevant history and lab data updated. Outcome of event pelvic pain was updated to recovered/resolved. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.